Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the unknown endoleak identified on the patients discharge CT scan the day after the index procedure was confirmed to be the same endoleak seen during the procedure. The previously reported event is now reported under regulatory report # 9612164-2019-02550.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the chevar treatment of a 60mm juxtarenal abdominal aortic aneurysm. The proximal aortic neck diameter was noted as 18mm -22mm and 6mm in length. It was reported one day post the index procedure, an unknown endoleak was identified. Per the investigator, the cause of the endoleak is undetermined. No additional clinical sequelae were reported and the patient will be monitored.